Manufacturer narrative:
(B)(4).

Event description:
Received information that an 840 ventilator's touchframe was not responsive. Device was being used on a patient when event occurred. The patient was not harmed or injured as a result of the event. Covidien service technician verified the malfunction. The service technician inspected the device and replaced the touchframe. The device passed calibration, electrical safety test, extended self test (est), and the performance verification test (pvt).